Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer woke up with a blood glucose (bg) level of 248 mg/dl and a bolus of insulin was delivered to address the bg level. The customer stated that the adhesive to the infusion set cannula had partially folded over onto itself during application the night before. However, the infusion set adhered to the skin and did not appear to be compromised. The customer did not think the infusion set was the cause of the high bg; however, the cause was not known. The customer declined to complete the troubleshooting steps with tandem technical support and reverted to using insulin injections to manage diabetes.